Event description:
It was reported the customer experienced an elevated blood glucose (BG) level displayed as high; cause was not known. Customer delivered a normal third party assistance and performed an infusion set change to address BG level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.